Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported experiencing a low blood glucose (bg) level in the past ranging from 40-50 mg/dl. In an attempt to resolve the issue, the customer took glucose tablets and consumed granola bars. Around (B)(6) 2016, the customer arrived at the hospital and was treated with insulin drip. Additionally, the customer's health care provider worked with the customer on adjusting basal settings. The customer was released from the hospital on (B)(6) 2016 with the issue resolved, and no permanent damage to the customer.